Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion and posterior fusion at l4-l5 due to spondylolisthesis. On an unknown date, post-op, patient started to have l5 nerve root pain that may be inflammatory at l4-l5. Surgeon also remarked that the patient's back pain was severe, but that may be from l2-l3. Patient received an epidural steroid injection on (B)(6) 2019, after which the patient stated worsening of his symptoms.